Event description:
The account returned this unused sterile device and during device testing it was noted that the guide wire had a long section of diminished lubricity under tactile evaluation. Additionally this same guide wire had become stuck in a balloon catheter.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.